Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. It was reported during onyx injection, resistance was encountered and the catheter was removed from the patient. On the back table, the catheter was tested with high pressure and it was found to be leaking at the flexible distal section. A new ultraflow catheter was used with the same guidewire and onyx to complete the procedure. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00377.

Manufacturer narrative:
The ultraflow catheter was returned for evaluation and it was found ruptured at approximately 25cm from the distal tip. The appearance of the rupture is consistent with over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).